Event description:
The reporter stated that the surgeon was inserting a cc4204bf single piece collamer lens into patient's eye and the rear plate hapitc tore. The surgeon removed the lens and replaced it with another model lens with no incision enlargement or patient injury.

Manufacturer narrative:
H6: evaluation codes: results: (other) - a visual inspection of the returned product shows the lens has no visible damage. There is clear surgical residue on the lens. Conclusions - no conclusion can be drawn. Based on the complaint history and evaluation of the returned product, a specific root cause could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.